Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple intermittent cartridge alarms (cartridge alarm 19) during bolus delivery. Customer's blood glucose level was approximately 200mg/dl. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow-up attempts.